Manufacturer narrative:
The device has been received by inspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device was "leaking oil from the filter housing" during routine inspection. The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.